Manufacturer narrative:
Initial MDR was sent with lot # b249. Product was returned and investigation was updated, the correct lot # is b244. Integra has completed their internal investigation on september 15, 2017. Results: evaluation of returned device; the internal diamond shape is in compliance with the specifications following results of the inspection of the returned part. DHR review; manufacturing lot number is b244 (instead of b249).this lot was manufactured in march 2000. Lot was released in may 2000 for (B)(4) units. No anomaly was found in the DHR. Complaints history; it is the first incident for the lot b244. (B)(4) units were initially released in may 2000. Conclusion: following the results of the investigation and inspection of the returned product, the issue is not verified during the analysis of the returned product.

Manufacturer narrative:
Integra has completed their internal investigation on august 21, 2017. Results: products were not returned for analysis. In conclusion, this complaint cannot be verified. DHR review; lot numbers of the concerned products are not provided for the moment. DHR cannot be reviewed. Complaints history; this is the first incident reported about improper shape of uni-clip® staples for the past two years. (B)(4). Lot failure cannot be established as no lot number was provided. A review of non-conformance and concession requests records was performed for the last two years. No record is found regarding issue about diamond shape of the uni-clip® staples or spreading forceps p/n 119311nd. Conclusion: following the results of the investigation, the root cause cannot be determined. Picture given in reported information shows a difference of diamond shape between the staples. However, investigation cannot be fully completed without important information such as lot number or return of products. No anomaly was found during complaint evaluation.

Event description:
Two (2) of 3 reports. Other mfg report numbers: - 9615741-2017-00033, - 9615741-2017-00035. It was reported that the surgeon noticed that uni-clips had different internal ¿diamond¿ shapes. Uni-clip spreading forceps (119311) could not fit in some of the staples. Only appeared to be a difference with the size 11 mm wide staples, 13 mm to 16 mm in length (113113nd to 113116nd). Additional information received on july 14, 2017: patient was prepped for forefoot osteotomy. Only a few minutes delay to surgery while inspect the uni-clip staples. The staples were applied by hand and the surgery was completed with no negative outcome for the patient. No patient injury.